Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on initialization page with fatal exception error initializing device manager. The field service engineer stated that the system had recovered and was operational upon arrival on site. Fse performed troubleshooting but were unable to duplicate the issue. A system test was conducted to verify proper operation, and no issues were noted. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on the page initializing screen and displayed a fatal exception error initializing device manager error. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.